Event description:
Customer reported that an operator severed a portion of finger while using the psa couch assembly. The therapist involved was at one end of the table, with hands resting on the table, operator's right hand below to edge of the tabletop, with "fingers on the end" of the carriage assembly. Another therapist was moving the couch longitudinally using the hand pendant. The therapist at the end of the table had the fingers in such a position that one finger became caught between the longitudinal and lateral carriages, and the movement severed the right ring finger at the first joint.